Manufacturer narrative:
At the time of the initial reporting, no patient follow up care information was available. The sales rep reported that the patient/treating physician elected not to remove the sheared tip at this time. The treating physician will monitor the patient as part of their follow up treatment and care.

Manufacturer narrative:
Complaint number: (B)(4). Investigation summary: the device was not returned for analysis, which prevented a full investigation and analysis of the root cause. However, based on our knowledge of the device design and it prescribed use, we have developed a comprehensive risk management file associated with our mammomark product portfolio. The most likely scenario is that the user removed or rotated the marker applicator separately from the biopsy probe. Tip shear has been identified as a potential risk whenever the applicator shaft is removed through the biopsy probe. Our mammotome revolve dual vacuum-assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator shaft creates the possibility of the applicator catching on one of these edges and shearing. As a mitigation step to address this risk, we provide instructions in step 13 of the IFU: remove the mammomark applicator and the mammotome revolve biopsy probe together as a single unit from the site and obtain images to confirm marker placement.

Event description:
The sales rep reported that account is a first time revolve user who is evaluating with the ge upright. Was trained on how to properly deploy tissue marker, but began to have trouble with force to deploy. They were using the 15cm probe with the cup on as the pt was bleeding a bit. The rad continued to have a hard time deploying. The first marker was now out of the probe, and we were albe to place a new marker down the probe without any problem. Post films showed what looked like a dense object. It seem as though that this may have been the tip of the first tissue marker that the rad had trouble with. The doctor recommended an open biopsy as the biopsy looked suspicious from initial findings. The open biopsy is scheduled for a future date.